Event description:
Patient stated that the electrodes irritated his skin very badly 4 burns on his skin where they were placed.

Manufacturer narrative:
Device was returned to manufacturer for investigation on (B)(6) 2010. Preliminary tests were completed with the device passing. Associated accessory device: act monitor, model # com001, (B)(6).